Event description:
A patient reported that their insulin pump's warranty had expired, and they encountered several issues, including a damaged screen with excessive scratches and dings, which made it difficult for them to see the screen and perform actions. Additionally, the wake button on the pump became stuck, preventing them from accessing the device. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and began the process of obtaining a new device, as they were currently out of warranty.